Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a broken output connector assembly and that the hanger assembly was missing. It was additionally noted that the hanger o-ring was missing, the lock button on the keypad was out of specification (electrical), the lower case was broken and the display wires were pinched with the wire insulation exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular port on the external pulse generator (epg) was broken and it is also missing a hanger. The epg was returned for service. There was no patient involvement.